Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned control pc board has been completed. It is based on an evaluation of the received device logs and laboratory tests of the pc board. Simulated use testing of the returned pc board in a reference ventilator led to generation of the reported technical errors at start-up. The fault condition was permanent and it was not possible to start ventilation. Electrical tests were performed without finding the cause of the reported issue. Evaluation of the device logs confirmed the occurrence of the reported technical errors and a stop of ventilation on the date of the event during on-going ventilation. If the event appears during ventilation, ventilation will stop and the technical errors will be notified to the user via a generated high priority alarms and the corresponding technical error codes. The conclusion in this matter is that the reported issue was caused by a hardware failure occurring on the control pc board but the failing component has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator stopped during ventilation and several technical alarms were generated indicating disabled valves, stop of ventilation and a failure of the control printed circuit board. There was no patient harm. (B)(4).